Manufacturer narrative:
The pump has not been returned to animas. The pump is out of warranty and the patient has elected to continue using the device at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be responding appropriately to presses. The keypad was removed and no button contact defects were found.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the up arrow and down arrow keypad buttons have required several presses to obtain a response for the past 2 to 3 weeks. He noted that the buttons feel flat, but still spring back as expected when pressed. The patient denied physical damage to the rubber keypad; denied that the pump is exposed to water and cleaning products; and stated that he wears the pump in his pants pocket or on his pants with a clip.